Event description:
Pt reported his pump has not been working for about 4 weeks now, but pt has not called for a replacement pump. He has been using old pump from different pharmacy; no further info reported. No adverse events were reported. Reported to (B)(6) by pt/caregiver.